Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 19-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving prialt/ziconotide at unknown concentration and dosage via an implantable infusion pump for the treatment of non-malignant pain. It was reported that the healthcare provider (hcp) was concerned about catheter since he was increasing dosage on prialt while patient was not responding to therapy. Catheter access study was performed on (B)(6) 2018 and had failed. The catheter was not in the intrathecal space and the cause was unknown. The hcp would decrease dosage, wean the patient down to zero and fill pump with saline until catheter revision could be scheduled. The issue was not resolved and patient status was alive with no injury. No further complication was reported.